Manufacturer narrative:
The device was returned detached and the reported lot number was confirmed from the returned packaging. During visual inspection, the guidewire was broken at 3cm from the distal tip and the core wire was stretched. A functional test was not performed due to the condition of the device, and as the defect was visually confirmed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. As per the available information, the patient¿s anatomy was moderately tortuous. The device was received and noted to be broken and stretched. It is probable that the device was damaged during navigation through the tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the distal end of the guidewire (subject device) was fractured and the fractured part fell into the inner side of a balloon catheter. All of the fragments of the fractured subject device were successfully and completely withdrawn from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the distal end of the guidewire (subject device) was fractured and the fractured part fell into the inner side of a balloon catheter. All of the fragments of the fractured subject device were successfully and completely withdrawn from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.